Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found an optic torn lens. Dimensional inspection found lens to be within specifications. (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024, the lens was removed due to low vault without rotation. Cause of the event is unknown and the problem was resolved.